Event description:
Additional information received. Patient reported due to radiation they had to turn the ins off. After being off for a few days the ins went dead and had to be charged. Por issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says they were diagnosed with prostate cancer and is doing radiation therapy and had ins turned off for it during this past week, and when he went to turn stimulation back on, they are finding that they see a power on reset (por) code and says this was noticed today when they tried to turn stimulation on. The patient was redirected to their healthcare provider (hcp) to further address the issue. Reviewed this code is most likely because of the radiation therapy. Pt doesn't know what precautions were taken by hcp during procedure, if any. Advised following up with hcp and reviewed radiation therapy guidelines. No symptoms/patient complications reported.